Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6.

Event description:
Patient later reported "deformity with pain and axillary nodule", which is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" diagnosed via ultrasound. This record is for the right side. The device remains implanted.